Manufacturer narrative:
(B)(4)

Event description:
The customer stated an architect c8000 analyzer generated a falsely elevated magnesium result for one patient sample. The architect generated a magnesium result of 6.5. The sample was repeated on another architect analyzer and a magnesium result of 2.2 was generated. There was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint system logs, a search for similar complaints, and a review of labeling. System logs were retrieved via abbottlink on (B)(4) 2011. Although the result log confirms discrepant magnesium results were generated on (B)(6), the system logs available were not helpful in determining a single definitive cause of the elevated magnesium results. However, the customer considered the preventative maintenance performed on (B)(6) 2011 to have resolved the issue. A review of the c8000 clinical chemistry product improvement team metrics encompassing 12 months of trending data did not identify an adverse trend or a non-statistical adverse trend related to discrepant assay results and/or the issue in the current complaint. Labeling was reviewed and found to be adequate. Based on the available information a specific cause for the discrepant magnesium results was not identified. A deficiency was not identified.

Manufacturer narrative:
Patient event (B)(4), no consequences or impact to patient. Device event (B)(4), false positive result. A follow-up report will be submitted when the evaluation is complete.